Event description:
As described by complainee- ''md requested a mac 4. Mac 4 used during intubation having light go off with minimal pressure. 6/6 additional event information- event occured when in use in patients mouth. When applied pressure to lift, light turned off. They intubated patient with a different omni, unsure of lot no. No advese patient outcome.''

Manufacturer narrative:
**UDI related data quality updates only** at time of receiving the event detail the UDI information was not submitted to us; we have the part number and lot number which are included in the event submission.

Event description:
As described by complainee- ''md requested a mac 4. Mac 4 used during intubation having light go off with minimal pressure. 6/6 additional event information- event occured when in use in patients mouth. When applied pressure to lift, light turned off. They intubated patient with a different omni, unsure of lot no. No advese patient outcome.''